Manufacturer narrative:
Continuation product ID 977c265 lot# serial# (B)(4) implanted: 2017-(B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the revision surgery occurred and there was no rep present at the procedure. The date of the procedure was unknown at the time of the report. It was reported that the pain by the midline incision had not improved and the patient has a follow-up appointment with their hcp on 2018 (B)(6). No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient's surgery was to be rescheduled because the patient did not get cardiac clearance. No further complications are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 14-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep). It was reported that the patient had pain at the thoracic incision. The pain was not the patient¿s normal pain and the ins adequately covered the normal low back pain. The patient had pain with the stimulator on and off. There was nothing in particular that contributed to the issue. The issue was not resolved at the time of the report and it was unknown if surgical intervention was planned. Additional information was received from the healthcare provider via a manufacturer representative. It was reported that the patient will have a revision surgery on (B)(6) 2018. It was reported that the doctor thought that anchor may be causing some irritation and plans to reanchor the lead. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the revision occurred on 2018(B)(6). No further complications are anticipated.